Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains in my pelvic areas / pelvic area (persistent and moderate to severe) / persistent pain"), renal injury ("stent in my kidney, as it had been damaged / damage to my kidney"), pain ("severe pain / severe persistent pain") and ovarian cyst ("mass in my ovary - grapefruit sized cyst / tube caused by a very large ovarian cyst") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included high risk pregnancy, multigravida (gravida - 3), parity 2 (B)(6) 1989, (B)(6) 1993.) And abortion. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included omeprazole in 2009 for gastrointestinal disorder, levothyroxine sodium (synthroid) in 2008 for hypothyroidism, levosalbutamol (xopenex) in 2007, montelukast (singulair) in 2007 and seretide (advair) in 2007 for multiple allergies and venlafaxine (effexor) in 2014 for pain. In february 2008, the patient had essure inserted. In march 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain / lower back (severe and persistent), back pain"). In april 2008, the patient experienced pain (seriousness criterion medically significant). In 2008, the patient experienced arthralgia ("joint pain"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced renal injury (seriousness criterion medically significant), ovarian cyst (seriousness criterion hospitalization), weight increased ("gained weight I cannot lose / weight gain"), rash ("rashes"), headache ("headaches"), menorrhagia ("heavy periods lasting for up to 3 weeks or more / prolonged monthly bleeding"), bladder disorder ("bladder problems"), renal disorder ("kidney problems"), depression ("depression"), asthenia ("lack of energy"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed in october 2015. In 2015, the pelvic pain and back pain had resolved. In 2016, the arthralgia had resolved. At the time of the report, the renal injury, pain, ovarian cyst and hypothyroidism outcome was unknown, the weight increased and inflammation was resolving, the rash, headache, bladder disorder, renal disorder, depression and asthenia had not resolved and the menorrhagia and mental disorder had resolved. The reporter considered asthenia, back pain, bladder disorder, depression, headache, menorrhagia, ovarian cyst, pain, pelvic pain, rash, renal disorder, renal injury and weight increased to be related to essure. The reporter provided no causality assessment for arthralgia, hypothyroidism, inflammation and mental disorder with essure. The reporter commented: plantiff claimed that use of essure caused or aggravated psychiatric and/or psychological condition. In apr-2008, plantiff underwent salpingectomy and oophorectomy for ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: result and assessment of the product technical complaint investigation received on (B)(6) 2014: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3323 ¿ no testing methods performed results: 3221 ¿ no results available since no evaluation performed conclusions: 67 ¿ unable to confirm complaint 92 ¿ device not returned. Medical assessment: the medical events reported are known possible undesirable events and not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up received via a pfs form: new reporters added. Concomitant and historic conditions was added. Product stop date was added and also concomitant drugs added. New events was added."essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pains in my pelvic areas / pelvic area (persistent and moderate to severe) / persistent pain"), renal injury ("stent in my kidney, as it had been damaged / damage to my kidney"), pain ("severe pain / severe persistent pain") and ovarian cyst ("mass in my ovary - grapefruit sized cyst / tube caused by a very large ovarian cyst") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included high risk pregnancy, multigravida (gravida - 3), parity 2 ((B)(6) 1989, (B)(6) 1993.) And abortion. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included omeprazole in 2009 for gastrointestinal disorder, levothyroxine sodium (synthroid) in 2008 for hypothyroidism, levosalbutamol (xopenex) in 2007, montelukast (singulair) in 2007 and seretide (advair) in 2007 for multiple allergies and venlafaxine (effexor) in 2014 for pain. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain / lower back (severe and persistent), back pain"). In (B)(6) 2008, the patient experienced pain (seriousness criterion medically significant). In 2008, the patient experienced arthralgia ("joint pain"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced renal injury (seriousness criterion medically significant), ovarian cyst (seriousness criterion hospitalization), weight increased ("gained weight I cannot lose / weight gain"), rash ("rashes"), headache ("headaches"), menorrhagia ("heavy periods lasting for up to 3 weeks or more / prolonged monthly bleeding"), bladder disorder ("bladder problems"), renal disorder ("kidney problems"), depression ("depression"), asthenia ("lack of energy"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. In 2015, the pelvic pain and back pain had resolved. In 2016, the arthralgia had resolved. At the time of the report, the renal injury, pain, ovarian cyst and hypothyroidism outcome was unknown, the weight increased and inflammation was resolving, the rash, headache, bladder disorder, renal disorder, depression and asthenia had not resolved and the menorrhagia and mental disorder had resolved. The reporter considered asthenia, back pain, bladder disorder, depression, headache, menorrhagia, ovarian cyst, pain, pelvic pain, rash, renal disorder, renal injury and weight increased to be related to essure. The reporter provided no causality assessment for arthralgia, hypothyroidism, inflammation and mental disorder with essure. The reporter commented: plantiff claimed that use of essure caused or aggravated psychiatric and/or psychological condition. In (B)(6) 2008, plantiff underwent salpingectomy and oophorectomy for ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: result and assessment of the product technical complaint investigation received on (B)(6) 2014: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the medical events reported are known possible undesirable events and not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: follow up received via a pfs form: new reporters added. Concomitant and historic conditions was added. Product stop date was added and also concomitant drugs added. New events was added."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.